Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. The patient had an open wound at the implant site starting in (B)(6) 2019. The patient was admitted to the hospital for infection on sunday. It was unknown where the infection was coming from and it may be from the device. Culture results were pending. The patient was on antibiotics. The caller was looking for health care provider (hcp) to remove the ins but had not found one. No further complications were reported.